Manufacturer narrative:
Product analysis: analysis was able to confirm the output connectors were broken. Analysis also noted that the hanger assembly was broken, the upper case was broken, the lower case was broken, four case screws were contaminated, the display and battery wires were pinched without compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial chamber. The epg was returned for service. There was no patient involvement.